Manufacturer narrative:
The hyperthermia pump was returned to belmont for investigation. The reported "battery operate error" could not be confirmed after extensive testing; the unit performed according to specifications upon receipt. During troubleshooting, the hospital biomed identified a loose connection between the power cord and the power entry, therefore belmont replaced the system power cord. The loose connection was likely what caused the system to switch to battery operation as reported by the user. The system automatically switches to battery operation if the ac power is interrupted, and can operate in battery mode for a short period of time. An audible alarm sounds every 10 seconds to alert user that the system is in battery operation and requires intervention. The manufacturing records for this serial number were reviewed and no anomalies were identified during the manufacturing process. It was reported that the user was able to complete the case; no patient injury was reported. A review of past complaints indicate will continue to monitor and trend similar reports of this nature.

Manufacturer narrative:
The hyperthermia pump was returned to (B)(4) for investigation; evaluation of the unit is in process. During troubleshooting, the hospital biomed was able to confirm a loose connection between the power cord and the power entry, which likely caused the system to switch to battery operation as reported by the user. The system automatically switches to battery operation if the ac power is interrupted, and can operate in battery mode for a short period of time. An audible alarm sounds every 10 seconds to alert user that the system is in battery operation and requires intervention. The manufacturing records for this serial number were reviewed and no anomalies were identified during the manufacturing process. It was reported that the user was able to complete the case; no patient injury was reported. A review of past complaints indicates that no trend has been identified for this type of issue. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that while the hyperthermia pump was in use, the user experienced a battery operate error intermittently but was able to finish the case after adjusting the power cord and repowering the unit. During troubleshooting, the hospital biomed was able to confirm a loose connection between the power cord and the power entry.